Manufacturer narrative:
(B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-00860.

Event description:
During preparation for a medical procedure, the physician had difficulty removing a neuron 6f 070 delivery catheter (neuron 070) and a neuron 6f 053 delivery catheter (neuron 053) from their support mandrels and support cards. In addition, the physician noticed that the tips of neuron 070 and neuron 053 were deformed. The damaged neuron 070 and neuron 053 were noticed prior to use and therefore, were not used for the procedure. The procedure was completed using a new neuron device.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow-up #01 and is being corrected on this follow-up #02 MFR report: 1. Date received by manufacturer. This report is associated with MFR report number: 1. 3005168196-2016-00860.